Event description:
The customer stated that the axsym analyzer generated discrepant patient results from samples belonging to three different patients. A sample from the first patient generated an initial b-hcg result of 36.7 miu/ml (positive) which was repeated twice at less than 5 miu/ml (negative). None of the results were reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: erratic total b-hcg result. V-wheel of process carousel. Erratic total b-hcg result. An investigation was conducted in response to the complaint. A field service representative (fsr) was dispatched to check the instrument. The customer confirmed that there was no visible trace of fibrin in the sample collection tubes, the quality controls were all within the expected ranges and the preventative maintenance of the analyzer was up to date. The only errors observed on the analyzer occurred on the vacutainer dry collection tubes and were not observed on other types of tubes. The vacutainer generated poor results occasionally. The decontamination of the sample tubes was performed by the customer during the maintenance procedure. The fsr cleaned the process path, process carousel, pump 1,2 and 3 and he also cleaned the waste cups of the probe and replaced the v-wheels of the process carousel. After the instrument trouble shooting was performed, the analyzer was performing as expected. A review of the complaint history for this analyzer (B)(4) over a period of two months did not identify any other complaints related to this issue. It was mentioned in the axsym system operations manual that determination of the axsym results must be used in conjunction with other clinical data (symptoms, results of other tests and patients history). The assay package insert addressed the probable causes along with the corrective actions for this issue under the section of trouble shooting and diagnostics. Based on the available information, the cause of this issue was not identified nor was any deficiency identified for this complaint. This is a final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.